Event description:
Olympus medical systems corp (omsc) was informed that during an endoscopic retrograde cholangiopancreatography (ercp) for a biliary stone lithotripsy, the user could not crush the stone and withdrew the device from the pt because the coil sheath of the device could not slide to crush the stone. It was reported that the user cut the proximal end of the insertion portion of the device and tried to connect a lithotriptor bml-110-1 to the device without success because the coil sheath and tube sheath could not be removed from the basket wire. Finally the user reportedly performed an endoscopic papillary balloon dilatation (epbd) and removed the device and stone. There was no report of pt injury regarding this report.

Manufacturer narrative:
The device referenced in this report was returned to omsc for evaluation. The investigation confirmed the basket wires stuck within the tube sheath and coil sheath. The distal end of the tube sheath buckled and the filament of the coil sheath slipped near the distal end. There were no other abnormalities related to the phenomenon in the subject device and its mfg record. Based on the previous investigation, the tube sheath and coil are supposed to be deformed and stuck during the procedure because the user forcibly tried to operate the device while the tube and coil was bent. This report is being submitted as a medical device report in an abundance of caution.